Manufacturer narrative:
The hospital has not accepted the service of this unit. The resolution is unknown. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported the unit alarmed during preuse checkout and lost the ability to mechanically in pressure mode ventilate. There was no report of patient involvement.